Event description:
It was reported that the event occurred when the fiberoptix sensor (fos) from an iab-05840-lws was not recognized. As a result, the user thought it was the pump so they used another brand intra-aortic balloon and intra-aortic balloon pump (maquet). The sales representative was there when the event occurred and confirmed the procedure was okay. The pt outcome is fine.

Manufacturer narrative:
(B)(4).